Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.

Event description:
Customer reportedly received the following results on (B)(6) "205" while using the performa nano system within 10 minutes: 103 mg/dl and 263 mg/dl. Customer also reportedly received the following results on (B)(6) "205" while using the performa nano system within 10 minutes: 246 mg/dl and 90 mg/dl. Test strips are no longer available. No adverse event reported. No product will be returned.